Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. There was no missing material found. Electrical continuity was tested and passed. Root cause was attributed to a component failure. Failure analysis found the secondary failure of bipolar yaw pulley mechanical indentations to be related to the customer reported complaint. Upon visual inspection, the instrument was found to have mechanical indentations on the bipolar yaw pulley. A piece measuring approximately 0.010" x 0.028" in size. The mechanical indentations were aligned with the insulation damage on the conductor wire. A review of the instrument log was performed. Per the review, the device was used on (B)(6) 2021 on system sk1588. The long bipolar grasper had 4 uses remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the long bipolar forceps instrument had a frayed wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.